Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation with an arrow contamination shield seated to the catheter through 50cm to 100cm. The contamination shield was removed for evaluation. As received, the tip of catheter was cut at 5.6 cm distal from the 10 cm depth marker and was not returned. The reporter confirmed that the tip was cut at the hospital for culture testing. No kink or indentation was found on the catheter. It was able to insert the catheter into an introflex 8.5 and 9 fr introducer without any resistance. Introducer size was followed per IFU recommendation. All through lumens including inflation lumen were patent without any leakage or occlusion. Visual examination found a thermal filament cover bond separation on the distal end of the filament and blood residue was visible under the cover. Dimension testing was performed to check the catheter od between the catheter tip and the thermal filament. The thermal filament was found to be out of specification at 0.107" over the bond sites at the distal and proximal edges of the thermal filament. No visible damage to the returned syringe was observed. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The arrow introducer; (B)(4) was returned to arrow for evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Although the root cause of the damage cannot be conclusively determined, handling factors may have contributed to the event.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that "the customer was moving the catheter back and forward several times during insertion and the thermal filament got stuck at the tip of an arrow introducer and it became unable to move forward or remove the catheter from the introducer. When the x-ray was taken, the catheter, together with the introducer, appeared z-shaped at the superior vena cava. It was undone after opening the chest.¿ the reporter stated that the open chest surgery was initially planned and it has no relationship to the problem. There were no patient complications reported.